Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, pain, nipple discharge.

Event description:
Patient reported left side " experiencing yellow discharge from nipples, joint pain, and silicone lump under arm and on chest." Device remains implanted.